Event description:
Galil medical received info in february 2005 regarding an event at women hosp. "Event desc: problem identified before case, during set-up. Probe did not register temperature, and computer display read "no thermocouple reading". Second probe from same lot tried, also failed (see report 2005-00003). Probes replaced with new lot, which worked as expected.